Event description:
On (B)(6) 2011, sscor was made aware of a device that had stopped working during a cleft pallet procedure in (B)(6). The device was used to suction excess fluid during the procedure. The health professional stated that while the procedure was underway, the device ceased to suction. A backup suction unit was available for use. The surgical procedure was completed and the pt suffered no ill effects. The initial reporter returned the device to sscor for investigation. We sent the vacuum pump back to our supplier for further investigation.

Manufacturer narrative:
An investigation by our vacuum pump manufacturer concluded the pump was run for an extended period of time at high vacuum/low flow which caused the motor to overheat. Our manual states; s-scort suction units are not designed or intended for use in extended procedures that require prolonged high vacuum/low airflow applications, as is the case in wound drainage or endoscopic use or in any other procedure that produces high vacuum levels within an occluded system for an extended period or time. The initial reporter stated a frazier suction tip with a small lumen (which would have caused a high vacuum/low flow condition) was used for an extended period during the surgical procedure. We conclude this device was not operated as intended.